Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a fracture and exhibited high and undefined impedance, and oversensing during arrhythmia episodes. It was noted that the ra lead had a polarity switch. The ra lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.